Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had broken reservoir tube lip, cracked battery tube threads and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 7.7 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.